Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not finish infusing a patient infusion. The expected infusion time was 46 hours, however, when the nurse disconnected the infusor unit, the device was almost half full. This was identified during use at the hospital. The device had been filled with fluorouracil (5-fu) 20ml and normal saline 100ml (total 120ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: lot manufacture date: april 02, 2021 - april 30, 2021. H10: the device was received containing 64 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.